Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rt-2j was received for investigation. An additional black and white suture stand was received that per the bill of materials, is not a component of this device. Visual evaluation of the device noted that the white loop suture was damaged, the loops were broken and the ends were frayed. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/08/2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt-2j tightrope connection where graft is pulled is torn. No case involvement or patient harm. Used a new product and the case is completed. No patient harms.